Event description:
The customer's son called in to report that the customer was experiencing high blood glucose levels. The customer's blood glucose reading was 470 mg/dl. The customer was taken to the hospital for treatment. The hospital found that the customer had a fever that was contributing to the high blood glucose levels. The customer's son was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.